Event description:
This is event 1 of 2 for this identical report: it was reported that during an unspecified surgical procedure, it was discovered that the attachment device was ¿vibrating and making noise¿. According to the reporter, the device was left with a note stating the bearings were ¿burnt out¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. According to the report, the spare device was ¿vibrating and making noise¿ as well. A second spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A visual assessment was performed which confirmed that the bearings are damaged and will not allow a burr to pass through the bore. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.